Manufacturer narrative:
A field service engineer (fse) was on-site when the issue was discovered. Fse found dried out wash buffer on the precision pump pistons. Fse removed precision pumps and cleaned the pistons, ran pipettor matching and calibrated probe pressure sensors. These repairs resolved the issue. Fse verified system performance to published specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the unicel dxl 800 access immunoassay system failed pump diagnostic testing. There were no reports of erroneous results, death, injury or change to patient treatment with regard to this event.